Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pt did not recall being trained on how to use the pt programmer and needed someone to train her. Later it was reported, the pt was having a problem with the device and could not figure out the programming. The pt could not get the device to do what it was supposed to do. About a month later, the pt lost stimulation. The next day the pt tried recharging the device but got frustrated and stopped recharging. The pt could see the coupling boxes on the recharger and all of the boxes were shaded when she was recharging. The pt programmer was no longer working. The reporter stated the pt did not understand the "equipment." Additional info has been requested, a follow-up report will be sent if additional info becomes available.